Event description:
It was reported through litigation process that sometime later port placement procedure, the patient developed with unspecified infection. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) 2018, a patient was implanted with a port via the right internal jugular vein for immunotherapy delivery, as a part of metastatic lung sarcoma with mediastinal adenopathy treatment. Approximately two years, four months and twenty one days later, on (B)(6) 2020, the patient was diagnosed with enterococcus faecalis bacteremia, eventually leading to endocarditis. Subsequently, the port was removed on (B)(6) 2021. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, medical record was provided for review. The medical record alleges that, the patient underwent an implantable port placement procedure using powerport for immunotherapy therapy as a part of metastatic lung sarcoma with mediastinal adenopathy treatment. The port placement procedure the port was accessed with a huber needle, and blood was drawn back easily and flushed easily. Fluoroscopy was then used to verify the tip of the catheter in the right atrium. The port was secured to the pectoralis fascia using in two locations, and following this, closure of the port pocket was completed. The investigation is inconclusive for the reported bacteremia and endocarditis as no evidence was found in the provided report. The relationship between the port and the alleged bacteremia and endocarditis are unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, component, method). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.